Event description:
Recently had been hospitalized at this facility and another facility, and home health had seen her to flush her mediport after vancomycin for mrsa. Admitted 2007 with renal insufficiency. Spiked temp 7 days later. Blood cultures grew serratia marcescens. Zosyn started IV. Dose or amount: 10ml, frequency: daily, route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: renal insufficiency. Event abated after use stopped or dose reduced? Yes.